Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant devices: cev1019-5b: handle dia 5mm ang w/ratchet, lot 150103 manufactured (B)(6) 2015. Cev625-1: insert fenestrated 310mm, lot 141208 manufactured (B)(6) 2014. Cev649-5b: tube dia 5mm 310mm, lot 150104 manufactured (B)(6) 2015. Cev607 scissors insert(x2) 6pk dia 5mm, lot 140403 manufactured (B)(6) 2014. Cev607: scissors insert 6pk dia 5mm, lot 140901 manufactured (B)(6) 2014 cev607: scissors insert 6pk dia 5mm, lot 140501 manufactured (B)(6) 2014. (B)(4). Product evaluation: analysis for all of the scissors, cev607, found that the peek sleeves of all the inserts are broken on their proximal side. The fragments were not returned but were retrieved during surgery. The white microfrance etching is partially erased. These inserts sleeves broke when the surgeon removed the instruments from the trocars. A special care is necessary for this reference during the removal as the peek sleeve can get stuck on the cutting edge of the trocar. Moreover, the customer uses old generation of cev649-5b tubes, which does not have a bulge on its distal part, increasing the risk of getting the sleeve stuck. Analysis for the handle, cev1019-5b, found no highlighted issue; the handle is compliant with the manufacturing specifications. Analysis for the insert, cev625-1, found no highlighted issue; the insert is compliant with the manufacturing specifications. Analysis for the tube, cev649-5b, found that the tube is strongly bent. No manufacturing or material defect was found. The tube was probably bent during its use or reprocessing by an excessive effort.

Event description:
It was reported that "the sleeves break. The breakages happened during surgeries but the fragments were always retrieved immediately." There was no patient impact.